Manufacturer narrative:
Review of device manufacturing history. Device met all release specifications.

Event description:
Gore received information reporting the patient received a gore viabil biliary endoprosthesis during an endoscopic retrograde cholangiopancreatography procedure (ercp) for a benign proximal bile duct stenosis on (B)(6) 2011. The proximal end of the stent did not cover the papilla completely. For this reason, a papillotomy and papillectomy was performed. No complications occurred during the procedure. The patient developed cholecystitis (seen on CT on (B)(6) 2011). According to the physician, the reason for the cholecystitis was overstenting of the cystic duct. The gore viabil biliary endoprosthesis instructions for use state in the warnings section: placement of a fully lined endoprosthesis (without holes) across a branch duct or major bifurcation may result in complications due to blockage of flow from the branch duct and prevent endoscopic or transhepatic access for future procedures. The patient received antibiotic therapy and the gore viabil biliary endoprosthesis was removed on (B)(6) 2011. The patient continued to receive antibiotic therapy and was discharged in good condition on (B)(6) 2011.